Event description:
Two cnas were transferring a resident from the bed to a chair and the wheel came off the rented lift. The resident was not injured. One cna pulled her mid-back. The second cna pulled her right shoulder. Time of injuries 11:25 am. Incident reports were completed.